Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturing representative regarding a patient receiving intrathecal therapy. The indication for use was spinal pain. It was reported that the patient was not receiving drug through the catheter. The catheter was not delivering drug. When the pump was refilled, much more drug was in the pump than expected. There were no known environmental, external, or patient factors that may have led or contributed to the issue. A revision was performed, and during the revision no cerebral spinal fluid (csf) was obtained from the catheter access port (cap). The catheter was replaced. The issue was resolved. The patient¿s status was ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.